Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 36khz tubing set (c3601) was not returned and no photos showing the reported condition have been received for evaluation. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If the unit is returned for evaluation, the complaint investigation will be reopened and updated accordingly. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cusa excel 36khz tubing set (c3601) was subsequently returned for evaluation: device history record (DHR) review - the DHR for the reported lot was reviewed, and no anomalies were observed during the manufacturing process. Failure analysis - the returned unit was visually inspected and it was observed that the customer had placed a piece of clear adhesive tape marked with a red arrow pointing at the area where the reported condition was observed. A silicone adhesive residue was observed on the external surface of the aspiration tube. The adhesive is used to attach/adhere the suction canister to the aspiration tube and therefore it is processing material (not foreign). However, this does not affect the functionality of the tube, making it a cosmetic defect. Root cause - the reported complaint is confirmed as a cosmetic defect, which likely occurred due to uncured adhesive residues on the operator¿s gloves or during product handling while adhesive is uncured where the uncured adhesive from the suction canister area may contact other parts of the tube. This, however, does not affect the functionality of the tube, making it a cosmetic defect. No CAPA escalation is deemed necessary at this moment because the reported condition is considered a cosmetic defect and no trend has been identified related to this condition. An awareness training was provided to the cusa tubing assembly line manufacturing personnel to discuss the reported event, investigation findings, and show photos of the returned device. The removal of adhesive excess from suction canister fitting to paratubing assembly and cleaning adhesive from gloves as per procedure (assembly and packaging of cusa manifold tubing set products) was also discussed. Additionally, no complaint trend signal has been issued for the reported condition. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a molding defect has found when assembling the cusa excel 36khz tubing set (c3601) before surgery, and it looked like it was melting. Another product was used to complete the surgery. There was no patient injury or surgical delay.